Event description:
The dental implant fx4510swc was removed on (B)(6) 2019 due to failure to osseointegrate 28 days after implantation. The patient has history of drug abuse, hypertension, and diabetes. The doctor noted local infection and bone resorption during explantation. The patient has recovered without complications.